Manufacturer narrative:
Zimvie complaint number (B)(4). PMA/510(k) number not available.

Event description:
The doctor reported that the patient came with a fractured implant, old and not placed by him in his clinic. The implant is fractured in the body part. The doctor reported pain. The procedure was not concluded with another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown biomet implant was returned for investigation. Visual evaluation of the as returned implant identified fracture at the collar with screw fragment inside. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was unknown bone density. The reported device had been placed on tooth #46 (fdi). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.